Manufacturer narrative:
Lot# 151527. Manufacturing records were reviewed and no relevant issues were found. The risk file states that too much torsional force applied may result in tap breakage and the potential root cause for this type of hazardous situation is awl not used for hole prep. Per email correspondence with the sales rep, it is unknown if the awl was used to prepare the pedicle prior to tapping and the patient bone is very hard. The probable root causes of this event are user error: awl not being used to prepare the pedicle.

Event description:
It was reported that during the surgery, the surgeon used the tap(4.5mm). The surgeon found that the tip of tap broke. The surgeon could not remove the broken tip of tap from the patient bone(l5).

Event description:
It was reported that during the surgery, the surgeon used the tap(4.5mm). The surgeon found that the tip of tap broke. The surgeon could not remove the broken tip of tap from the patient bone(l5).